Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot/serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. It was reported that the recharger screen was blank and the recharger would not charge from the wall. The patient reported the ins died and there was a loss of stimulation. The patient noticed the stim was off upon waking up. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of a bent connector. (B)(4). Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Additional information received indicated the previously submitted initial reporter address was no longer valid, the new address is provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement desktop charged had resolved the issue. There were no reported complications and no further complications were expected.